Manufacturer narrative:
Findings: pump was received with missing reservoir tube retainer and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was broken. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.